Event description:
IV tubing was connected and infusing through a piv [peripheral intravenous line], patient was turned and when settled back into position, blood was on the sheets and the patient. The IV tubing was noted to have disconnected/popped off (no rip or tear) at the needless access hub.